Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that for the past 3 months they have been having difficulty connecting to the pump to bolus. The caller stated that they will get to 80% and then 90% and it stops there for about 3 minutes. Then they get the arrow to do the bolus and then it takes another 3 minutes to connect. The patient stated they get 4 boluses per day. The agent walked the caller through clearing the patient data service. The troubleshooting steps that were taken on the call resolved the issue. The patient stated they get 4 boluses per day.

Event description:
Additional information was provided from a consumer stating that the handset was lagging and getting down her nerves for couple months. The patient stated that they need to take the storage out of the handset to make the handset go faster. The patient stated that they get 4 bolus a day. The agent assisted the patient with clearing the data on the handset. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.